Event description:
It was it was reported that the device will not power on. The tech recommended replacing the motor control board and logic board. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 30nov2006. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Manufacturer narrative:
The affected devices have not been received. Technical support performed an evaluation and recommended to replace the motor control board and logic board. Based on the findings, the allegation was confirmed. A follow up report will be submitted once the investigation results including device history review is completed.

Event description:
It was reported that the device will not power on. The tech recommended replacing the motor control board and logic board. There was no patient involvement.